Event description:
A pt reported she received her first treatment on 12/16/96 with two formulations of collagen in the "crow's feet", nasolabial folds, and oral commissures. Immediately after the treatment, the pt noted redness and swelling at the periorbital treatment sites which the physician attributed to the injection procedure. The pt took self-prescribed benadryl. On 12/23/96, the pt presented with redness and swelling which extended from the periorbital treatment sites toward the lower eyelids. The physician diagnosed a hypersensitivity; oral benadryl and warm compresses were prescribed. The physician believed that the redness and swelling at the lower eyelids was related to the hypersensitivity. As of 1/6/97, the symptoms persisted, but had improved.

Manufacturer narrative:
On 1/13/97, the pt alleged that the collagen did not work as she could see no difference. On 8/15/97, the physican reported that the pt was lost to follow up.